Manufacturer narrative:
Approximate age of device - 2 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the emergency room with confusion and slurred speech, urinary tract infection, and left sided weakness and was not able to follow commands. A computed tomography confirmed an embolic stroke. The patient was fully anti-coagulated in the hospital with antibiotics and was monitored. It was noted that the patient had not been on coumadin since (B)(6) 2018 due to previous life threatening genitourinary bleeding due to a previous bladder irritation. The patient has chronic kidney 4 and only takes lovenox 30mg sub q daily per hematology. The patient was released to a rehab hospital with minimal residual from stroke.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.